Event description:
It was reported that the external pulse generator was returned to the company for repair as the lower case was cracked and the battery door was coming apart. The device subsequently tested out of specification at the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment that the lower case and battery drawer were broken. Analysis also found that the liquid crystal display (lcd) was out of specification - electrical, the upper case, two side bail covers and the lead flex cover were broken, and the battery release was contaminated and one side bail and ring were bent.